Manufacturer narrative:
Continuation of d10: w1tr01 crt-p implanted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they'd felt a pulsing sensation, almost like a twitch, in the lower part of their heart for a couple of years and it was increasing in frequency. The patient would feel it when sitting, standing, or lying down but not when moving around. Approximately two weeks later, the patient reported feeling muscle stimulation for the last few years. Two months later, the patient reported that the left ventricular (lv) lead was inactivated due to diaphragmatic stimulation. The lead remains in place. No further patient complications have been reported as a result of this event.